Manufacturer narrative:
This report is being submitted for additional information received regarding the event. Please see updates to b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, there was a possibility that the scope was used on a patient after being reprocessed in the oer-5 that tested positive for presence of microorganism.

Manufacturer narrative:
The device will not be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that a culture test of the rinse water collected from the oer-5 reprocessor owned by the facility tested positive for presence of microorganism. This report is being submitted to capture the complaint on the gastrointestinal videoscope that was reprocessed using the reprocessor that yielded a positive result. Details are being confirmed, but there are currently no reports of health hazards. Patient identifier (B)(6) captures complaint on the oer-5 reprocessor (model description: endoscope reprocessor, serial number:(B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.